Manufacturer narrative:
The reported events of failure to capture, failure to sense and r-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies except for procedural damage. No shorting was noted when a short test was conducted for shorts between conductors while manipulating and stretching the lead. Upon electrical testing, no indication of conductor fractures and internal shorts were observed.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture, failed to sense and r-wave amplitude variation. The rv lead was removed and replaced. The patient was in stable condition.